Manufacturer narrative:
As gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: ceb231410a/23630107, UDI: (B)(4). The instructions for use (IFU) for the gore excluder iliac branch endoprosthesis states, adverse events that may occur and/or require intervention include but are not limited to: endoprosthesis: infection (e. G., aneurysm, device or access sites), component migration, surgical conversion, endoleak, aneurysm enlargement, death.

Event description:
On (B)(6) 2022, this patient underwent treatment for an abdominal aortic aneurysm and a unilateral common iliac artery aneurysm and was implanted with gore excluder aaa endoprostheses and gore excluder iliac branch endoprostheses. The patient tolerated the procedure with no evidence of endoleak. On (B)(6) 2022, the physician reported that the patient presented with a proximal type I endoleak, aortic neck degeneration, distal migration of approximately 4cm, aneurysm enlargement (amount unknown), and infection of the grafts . The patient was transferred to a different hospital and physician wherein the treatment plan is to explant all the devices and put in a ¿homograft¿. There was no pre-existing infection reported for the patient at the time of the initial implant. On (B)(6) 2022, the patient underwent explant of all gore excluder aaa endoprostheses and gore excluder iliac branch endoprostheses, and a homograft was placed. The patient tolerated the procedure. The explanted devices were retained by the pathology department for the hospital. It is unknown whether any pathology testing is being performed on the explanted devices. Should gore receive pathology results from the hospital, the results will be submitted via a supplemental medwatch. On (B)(6) 2022, the physician reported the patient expired this morning. The physician stated the patient¿s hgb had dropped to 7.2 over the weekend, and no transfusion had been performed. The physician believes, as the patient had pneumonia it may have ¿seeded¿ and infected the aorta, as the aneurysm had looked to be inflammatory. The physician did not know the cause of death, but suspects the patient suffered a myocardial infarction.

Manufacturer narrative:
Images were provided to gore and an imaging evaluation performed by a clinical imaging specialist showed the following: post-implant CT submitted for evaluation. Pre-implant CT and additional post-op CT¿s are not available, therefore, unable to confirm migration with only one time-point. There is a lack of wall apposition at the proximal end of the device. Length from the left lowest renal to the proximal circumferential device measures ~ 44 mm. There is a contrast-like density present outside of the device, cannot confirm contrast without a non-contrast CT available for comparison. However, if contrast could be confirmed, this would be consistent with the reported type 1 endoleak. The explanted devices were retained by the pathology department for the hospital and were unavailable for a histological evaluation by gore as to the alleged infection. Nor has gore has received any analysis results from the hospital. Should any results be received in the future, the results will be provided via a supplemental medwatch submission. A review of the manufacturing and sterilization records for the devices verified the lots met all pre-release specifications.